Event description:
Customer called to report the reservoir was cracked causing high blood glucose and hospitalization. It was stated that the reservoir was cracked at the luer neck of the reservoir. Customer was instructed to follow the physicians guidelines for injections until the replacement pump arrives.